Manufacturer narrative:
(B)(4). Date of event: the events occurred sometime in 2023. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted; however, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Devices remain implanted.

Event description:
It was reported that there were an unspecified number of incidents in which the femoral stem had a high offset. There were no issues with the hospital surgical equipment. The surgeons suspect that the implant is the issue. The issues seem to happen with the smaller stems and broach sizes of 7, 8 and 9. The surgeons noted that the implants seem to have a much tighter fit to where the bone seems like it will almost fracture. The patients are fine and there has been no adverse patient impact. There is no product to return as the implants remain implanted in the patients. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 h6: component code: mechanical (g04) - stem no product was returned, or pictures provided; a visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.